Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 21-year old caucasian female patient underwent primary breast augmentation with a (left) 230cc mentor smooth round high profile saline ((B)(6) 2007) and breast augmentation revision with a (right) unspecified mentor saline implant ((B)(6) 2012). Post-operatively, the patient suffered bilateral breast pain, and rippling on the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On july 13, 2022, mentor became aware that the patient had already previously reported the initially reported device (catalog: 3503230 lot: 5719561 sn: (B)(6)) for left breast implant deflation on (B)(6) 2012 under complaint file (B)(4). The patient's current complications are on the replacement device: 210cc mentor smooth round high profile saline (catalog: 3503210 lot: 6589160 sn: 6589160-007), which was implanted on (B)(6) 2012 and the right breast implant device implanted during the primary breast augmentation. The date of implantation for the right implant has been updated to the primary breast augmentation date of implantation. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On november 21, 2023, mentor received additional information indicating that the patient has been scheduled for bilateral breast implant removal and replacement surgery on (B)(6) 2023. The replacement devices will be mentor silicone implants. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: breast pain, rippling.